Event description:
It was reported that the patient hearing performance was affected since (B)(6) 2013. At this time the vibrogram testing showed no response. However, the patients hearing thresholds were re-measured and found at pre-operative levels. The patient has a moderate mixed bilateral hearing loss. A revision surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.